Event description:
The customer reported that the loudspeaker is defective. No patient harm was reported.

Event description:
The customer reported a loudspeaker error. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.